Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of left implant may have been left in uterus') and pelvic pain ('pelvic pain/ chronic pelvic pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test - no". The patient's medical history included asthma, depression, anemia, nausea, vomiting and nickel sensitivity. Concomitant products included ethinylestradiol;norgestimate (sprintec), salbutamol and sertraline. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). In september 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), fatigue ("fatigue,") and vulvovaginal swelling ("vaginal area swelling"). In october 2014, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, operative hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, migraine and fatigue outcome was unknown and the arthralgia and vulvovaginal swelling was resolving. The reporter considered arthralgia, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal swelling to be related to essure. The reporter commented: essure placed into right tube with 1 coils visible; essure then place into left tube with 2 coils visible concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of left implant may have been left in uterus') and pelvic pain ('pelvic pain/ chronic pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test - no". The patient's medical history included asthma, depression, anemia, nausea, vomiting and nickel sensitivity. Concomitant products included ethinylestradiol;norgestimate (sprintec), salbutamol and sertraline. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), fatigue ("fatigue,") and vulvovaginal swelling ("vaginal area swelling"). In (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, operative hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, migraine and fatigue outcome was unknown and the arthralgia and vulvovaginal swelling was resolving. The reporter considered arthralgia, device breakage, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal swelling to be related to essure. The reporter commented: essure placed into right tube with 1 coils visible; essure then place into left tube with 2 coils visible. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received : event ¿injury nos¿ was replaced with pelvic pain. Aka name added, reporter added, patient demographic added, essure removal date added, product indication updated. New events added- part of left implant may have been left in uterus, joint pain, abnormal bleeding (vaginal, menorrhagia), vaginal infection, migraines, dysmenorrhea (cramping), dyspareunia, fatigue, vaginal area swelling, device monitoring procedure not performed. Events onset date, severity, concomitant drug and medical history added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('part of left implant may have been left in uterus') and pelvic pain ('pelvic pain/ chronic pelvic pain/ pelvic pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test - no". The patient's medical history included asthma, depression, anemia, nausea, vomiting and nickel sensitivity. Concomitant products included ethinylestradiol;norgestimate (sprintec), salbutamol and sertraline. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), fatigue ("fatigue/ fatigue") and vulvovaginal swelling ("vaginal area swelling/ vaginal area swelling"). In (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), abdominal pain ("abdominal pain"), allergy to metals ("allergy: nickel post-essure"), urinary tract infection ("uti") and vaginal infection ("vag. Infect"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, operative hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, migraine, fatigue, abdominal pain, allergy to metals, urinary tract infection and vaginal infection outcome was unknown and the arthralgia and vulvovaginal swelling was resolving. The reporter considered abdominal pain, allergy to metals, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and vulvovaginal swelling to be related to essure. The reporter commented: essure placed into right tube with 1 coils visible; essure then place into left tube with 2 coils visible. Plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia, nickel-diag. Post-essure, expulsion, uti, vag. Infect, fatigue, vaginal area swelling. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events abdominal pain, allergy: nickel post-essure, expulsion, uti and vag. Infect were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.